Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The noise could be reproduced in clinic. On (B)(6) 2015, the lead could not be explanted due to thrombus and blockage of the subclavian venous system. The lead was explanted and replaced on (B)(6) 2015. The patient tolerated the procedure well.